Event description:
According to the reporter, on the day of the event, during dialysis treatment, the nurse in charge found a little blood oozing at the venous end, which posed a risk of infection. After examination, it was found that the venous end adapter had a crack, so the doctor was informed. After replacing the venous catheter adapter, there was no blood oozing, and the patient had no obvious abnormal symptoms. Nothing unusual was observed on the device prior to use. No other defects/damages were found on the product where the leak was observed. Bloodlines was the product being utilized with the device. No excessive force was used on the device. Tego was not utilized. Wiped with the betadine was the cleaning agent(s) are typically utilized to clean the adapters. Flushing was done with no abnormalities found. Hand was the method used to tighten the adapters. Cleaning agent(s) was allowed to dry thoroughly prior to applying ointment(s) to the area. As a remedial action, the product was replaced with a new one, and the treatment was completed. There was 3ml of blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on the day of the event, during dialysis treatment, the nurse in charge found a little blood oozing at the venous end, which posed a risk of infection. After examination, it was found that the venous end adapter had a crack, so the doctor was informed. After replacing the venous catheter adapter, there was no blood oozing, and the patient had no obvious abnormal symptoms. There was no reported patient injury.

Manufacturer narrative:
Correction: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on the day of the event, during dialysis treatment, the nurse in charge found a little blood oozing at the venous end. After examination, it was found that the venous end adapter had a crack, so the doctor was informed. After replacing the venous catheter adapter, there was no blood oozing, and the patient had no obvious abnormal symptoms. Nothing unusual was observed on the device prior to use. No other defects or damages were found on the product where the leak was observed. Bloodlines were the product being utilized with the device. No excessive force was used on the device. Tego was not utilized. A wipe with betadine was the cleaning agent typically utilized to clean the adapters. Flushing was done with no abnormalities observed. The adapters were tightened by hand. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. The catheter had been in place for 2 days. As a remedial action, the product was replaced with a new one from the same product ID (identifier) on the same day, and the treatment was completed. There was 3 milliliters (ml) of blood loss, and blood transfusion was not required. There was no reported patient injury.